Manufacturer narrative:
All batches are released according to the required specifications and all initial testing results are within specification. No sample has been received for evaluation. No remarks were observed during release testing results review and according local procedures, retain sample testing was not performed. As no sample was returned and no remarks were observed during release testing results review, a conclusive root cause could not be determined. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. As no product is returned and insufficient product data is available, the complaint could not be verified. No CAPA is initiated however, further trending is performed. (B)(4).

Event description:
A doctor reported that viscoelastic product was used during surgery after which the patient experienced elevated intraocular pressure, cellularity, corneal edema, corneal opacity and bcva visual acuity disturbance two lines or greater. The patient symptoms were treated and the issues have resolved.